Event description:
The user facility reported that the bypass tube was detached. The angio-seal device was attempted to be used for hemostasis in a case of stent-grafting for the common iliac artery. After the procedure, the angio-seal poly-foil pouch was fully opened, and the physician was careful to prevent the bypass tube from coming off the carrier tube tip. However, when the device was attempted to be inserted into the insertion sheath, the bypass tube was detached. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The blood loss was less than 250cc's. The reported event resulted in patient injury or require surgical intervention. The procedure before deploying the device was permanent pacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 5 mm.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been bypass tube dislodgement sustained during insertion into the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).